Event description:
The facility reported that a pump waas involved in an incident of an overinfusion on channel b. The pump was infusing a 100ml bag of haldol at a rate of 5ml/hr with a maximum IV does eof 25mg/hr. Reportedly, the bag infused over 4 hours "at rate faster than programmed". According to the hospital representative, no patient injury has been reported. The patient assessment unchanged, no change of vital signs or mental status, and no lethargy occurred. The physician and the nurses were reported to believe the patient benefited from the additional loading dose.